Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty communicating with her scs ipg and the charger. A replacement charger sent to the patient did not resolve the issue. A sjm representative met with the patient and was unable to communicate with the patient's ipg and external devices. The patient is no longer receiving any stimulation therapy. Surgical intervention is planned for a later date to address the issue.